Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thresholds one day post implant. The patient underwent an elective revision procedure and this product was successfully repositioned. It was noted that the patient developed a pericardial effusion, which additional surgical intervention was required to drain the fluid. No further complications have been reported.

Manufacturer narrative:
As no further information is available at this time our investigation is complete. This report will be updated should additional information be received.